Event description:
I had hip resurfacing in 2008. The product used was the "conserve" resurfacing acetabular cup and femoral head device. This product is made of (B)(4) which contains (B)(4). The device is mfg by wright medical technologies inc. In (B)(6) 2010, I was diagnosed with non-hodgkins lymphoma and received chemotherapy treatment for it in 2011. I am presently in remission. My internet research indicates that chromium ions are implicated in causing lymphoma/leukemia disease. Dates of use: (B)(6) 2008 - (B)(6) 2012. Reason for use: osteoarthritis.